Event description:
It was reported the keypad on the insulin pump were not working. Customer's mother stated that at night he will be 180 mg/dl and during the day he would be too low and if he does not inject on the day time and he will be very high. Customer has been experiencing high blood glucose because the keypad was not responding. Customer's blood glucose was unknown. Customer's mother everything was fine with the insulin pump until he put it in the bath. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.